Manufacturer narrative:
Inspection of the o-ring shows that it has enlarged beyond the specification. Due to an enlarged o-ring, it was very difficult to connect the tip onto the handle. The cause of the enlarged o-ring was undetermined. The product IFU states that the white o-ring must disappear prior to use of the device, an duser error may have contributed to this adverse incident. This MDR [1223422-2016-00004] was originally . (B)(4), esg account was being validated until now, hence there is delay (> 30-day) in this emdr re-submission.

Event description:
During an electrosurgical procedure, an electrical discharge occured, resulting in burn to the patient. There was no harm to the patient.